Manufacturer narrative:
Date of occurrence and date of (implant) surgery estimated as the actual dates were not provided in the initial report. The device was not implanted in the proper location. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to intraoperative compromised visualization (operational context). MFR# reference: (B)(4). [(B)(4) mantravadi 2016 cjo.pdf].

Event description:
The following was reported through a review of an article titled ¿inadvertent implantation of an istent in the supraciliary space identified by ultrasound biomicroscopy¿. Reportedly, during a right eye cataract plus trabecular micro bypass stent procedure, the stent was inadvertently implanted into the supraciliary space intraoperatively. Postoperatively, the patient was monitored and no further treatment was indicated. Per report, insufficient intraoperative visualization contributed to the reported event. Any omitted information was not available at the time of this report. Additional information has been requested, but has not been received.